Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Iol received in unknown solution inside a tube, in a sample container. One haptic is broken/torn and is returned, the other haptic is intact. There is a small amount of solution dried on the iol optic. We are unable to determine the root cause for the reported complaint " haptic detached from the iol". The returned iol(intraocular lens) was subject to handling. The iol was returned with solution dried on it. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noticed that haptic was detached from the iol. There was no patient contact. Additional information was requested.